Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. Corrected information: it was initially reported that the patient remained ongoing on lvad support with the device and a non-grounded patient cable for use with the mobile power unit; however, the non-grounded patient cable was used with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was ultimately exchanged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device : 1 year, 8 months. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the mobile power unit. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine clinic visit, two pump stoppages were observed in the system controller history interrogation. The patient was asymptomatic. On (B)(6) 2017, an external driveline evaluation was performed by the manufacturer¿s technical services representatives. A visual inspection revealed that the external part of the driveline appeared normal. The silicone tube was removed and there was one small area of irregular shielding. Electrical continuity testing passed, and the alarms were unable to be reproduced when manipulating the external portion of the driveline, or while the patient performed body movements. A non-grounded power module patient cable was provided to the patient for use with the power module. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 5 inches from the pump housing. The remainder of the driveline was returned in two segments measuring approximately 10 inches and 22.5 inches in length. Electrical continuity testing of the driveline revealed that all wires were electrically intact. Minor breakdown in the metal braided shield was observed at the terminus of the pump-end bend relief, approximately 19 inches from the pump housing, approximately 28 inches from the pump housing, and at the terminus of the distal-end bend relief. Inspection of the underlying wires revealed a breach in the insulation of the brown wire at the terminus of the pump-end bend relief, exposing the inner conductors. The breach in the insulation appeared to be due to repetitive movement of the driveline at this location and abrasion against the metal braided shield. If the exposed conductors of the brown wire contacted the metal braided shield while the system was connected to a tethered power source such as the power module using a grounded patient cable, the resulting electrical short to ground would have resulted in the momentary pump stop captured in the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.